Manufacturer narrative:
Date rec¿d by MFR: 03jun2019. A touchscreen assembly was return for analysis. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The returned touch screen assembly was installed into the failure investigation (fi) test ventilator and the fi technician attempted to duplicate the reported failure touchscreen unresponsive. The reported complaint of the touchscreen unresponsive is not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 09april2019. Date received by manufacturer: 09march2019. Philips field service engineer (fse) attempted to calibrate touch screen. Display would not respond to touch in some areas of screen. Could not calibrate touch screen. Customer complaint confirmed. The fse replaced the touchscreen and performed all required tests per philips' manual. Unit passed all tests successfully. Returned unit to service

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reports that the touchscreen was unresponsive. There was no patient or user harm reported. The event date was not specified; estimate used.